Manufacturer narrative:
An event of hypernatremia, dyspnea, respiratory failure, thrombocytopenia, sepsis, "coagulation function was continued to declined", "blood pressure continued to decline", pulmonary infection, and patient death was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This event is being conservatively reported for death as no additional information was able to be obtain from the site. It was reported on (B)(6) 2019 a patient underwent a aortic valve replacement and a mitral valve replacement. The patient recieved a 21mm aortic epic stented porcine heart valve w/flexfit system and a 29mm mitral epic stented porcine heart valve w/flexfit system. On (B)(6) the patient developed decreased urine output due to the patients hypernatremia. The patient developed increased dyspnea and respiratory failure and that patient was intubated. On (B)(6) 2019, chronic renal replacement therapy (crrt) was initiated to treat the hypernatremia and because the patient was hemodynamically unstable. On (B)(6) it was determined the patient developed thrombocytopenia with a blood platelet count of 20 x 10 * 9/l and diagnosed with sepsis. On (B)(6) the patients coagulation function was continued to declined, the prothrombin time (pt) was 49.6 seconds, pt% was 15.0%, inr was 4.32, active partial thromboplastin (aptt) was 66.2sec, fasting blood glucose (fbg) was 3.0 10g/l, d-dimer was 3638 ng/ml, and fibrinogen degradation product (fdp) was 27.16 ug/ml. The patient was treated with vitamin k1 and 400ml plasma for treatment. On (B)(6) 2019 the patient continued to decline despite the high dose vasopressors the patients blood pressure continued to decline. It was reported the patient had passed away due to a pulmonary infection and sepsis. Additional information was requested but could not be provided by the site. Related manufacturer reference number: 3007113487-2022-00018.